Event description:
Customer reported via phone call to have unexplained high blood glucose of 500 mg/dl, which was treated with a bolus delivery and manual injection. Customer had symptoms of thirst and nausea. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Troubleshooting could not continue due to customer not having tubing clamp. Customer was advised to call back when in receipt of tubing clamp.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.